Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Patient participated in a multi-center prospective study for patients with cervical degenerative disk disease who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disk failure or prolapse. Patient was implanted at levels c4 c5 and c5 c6 with a cslp small stature plate. Patient had been experiencing pain for 39 months. Surgery date was (B)(6) 2004 and postoperatively patient experienced neck spasms, requiring decreased work. This report is 2 of 7 for the same event. This complaint is on the right screw at c6 (14mm).